Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a grip input disk axis # 7 completely detached/broken from the housing, causing the instrument not to engage or clip with the in-house system's sterile adapter as reported but the customer. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken inputs do not show damage. The complaint regarding instrument would not clip was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions.

Event description:
Refer to h11 for follow-up information.